Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The hub separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with heavy calcification, pre-dilatation was performed. A 2.5x18 rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the calcification. The sds was withdrawn from the patient anatomy and additional dilatation was performed. The 2.5x18 rx xience xpedition sds was attempted to be re-inserted; however, while loading the sds onto the guide wire it was noted that the hub detached from the proximal portion of the sds. The sds was replaced with a new same size rx xience xpedition sds and the stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. User facility medwatch form received that states: "surgeon placing xience des stent in patient and had to remove it due to a defective piece on the stent. There was no apparent harm to the patient at the time of the procedure."